Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: "they were unable to use the 25g needle during procedure. It is blocked"

Manufacturer narrative:
Initial reporter phone#: (B)(6). It was reported the needle was blocked. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed. The safety mechanism is partially missing and no other defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if there was a process variation during the needle lubricant application inducing the symptom reported. The photo provided shows a needle assembly with the plastic shield. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the needle lubrication application process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.